Manufacturer narrative:
RMA 859747399 has been initiated for this issue. Model ghs350, serial number/date code (B)(4) is approximately 1 year old. The user manual part number 1148115 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) female, (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Tried to transfer wife from commode to chair using the lift. Allegedly her body started to slowly ease down and her bottom ended up on the floor with her right leg twisted underneath her body. Her left leg was flat on the floor in a straight position. Paramedics were called. The consumer allegedly sustained multiple fractures in her right hip. Serious injury alleged.